Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached.